Event description:
Customer reported that the status+ device produced a smoking smell. Visible smoke was observed. There is no report of injury due to this event.

Manufacturer narrative:
Siemens has shown due diligence in attempting to have the customer return the instrument for investigation. However, the customer was unable to return the product for further investigation. Without the instrument, no investigation can be performed. The cause of this event is unknown.